Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The gas proportioning system was recalibrated, and the unit was returned to service.

Event description:
The hospital reported the unit was able to deliver a hypoxic mix of gases. There was no report of patient involvement.